Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to be monitor and trend on similar complaints.

Event description:
The customer alleges that the device would not heat. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was performed and the unit passed all tests except for the current test. It was found that the thermal fuse was open. Based on the sample received the reported complaint was confirmed. Although the complaint was confirmed, a root cause could not be determined. All (B)(4) heaters are 100% tested at the manufacturing facility; therefore, it is unlikely that the issue found in the sample occurred during manufacturing. This defect would have been detected during the final inspection test. A conclusion code could not be found as the complaint was confirmed; however, a root cause could not be established.

Event description:
The customer alleges that the device would not heat. The patient's condition is reported as fine.